Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion micro meter was reading high. Patient was taken to the ER for nausea and blurred vision, tested with hospital meter and result was 109 tested simultaneously with micro meter and result was 358. ER determined that symptoms were not in relation to bg levels. No treatment given. Controls used were in range.